Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing low out of range shock impedance measurements. Technical services (ts) recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this ICD and rv lead have been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis. Additional information was received and this ICD system had also shown noise and oversensing. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing low out of range shock impedance measurements. Technical services (ts) recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this ICD and rv lead have been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing low out of range shock impedance measurements. Technical services (ts) recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported.